Event description:
The customer reported that during preparation for an ablation procedure, it was noticed that the pad was discolored. The pad was not used. Initial eval of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.